Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose. The customer¿s blood glucose value was 520 mg/dl. Customer also specified other relevant blood glucose value was 482 mg/dl. The customer treated with manual injection. The customer stated that there is an issue delivering insulin there is an insulin flow block alert. The insulin pump will not be returned for analysis.